Event description:
It was reported that the iab was inserted in the cath lab and functioned properly prior to transport. During patient transport to the ccu the console lost fiber optics. This occurred when the pump was traveling over a bump into the elevator. The central lumen was used for monitoring until the pump could be exchanged. There was no associated patient complications.